Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in china, this was a case with a 26mm sapien 3 valve, in aortic position by transfemoral approach. During the procedure, the guide wire successfully crossed the valve. During pre-dilation with a 23mm edwards balloon, the balloon kept sliding into the ventricle due to complex patient anatomy, the blood pressure dropped sharply, and the heart stopped beating. The first pre-dilation was not successfully completed. CPR was done and medications were given. It was decided to implant a 26mm sapien 3 valve. However, as it was not possible to cross the native aortic valve with the delivery system after several attempts, the delivery system was removed. Once the patient's condition stabilized, a non-edwards balloon was used for pre-dilation again. After successful pre-dilation, a second delivery system was used, which successfully crossed the native aortic valve. The valve was implanted with nominal volume. The procedure was successful. The perceived root cause of the cardiac arrest was unknown.

Manufacturer narrative:
Updated sections b5 and h6. The device was not returned for evaluation. The complaint for inability to cross native annulus was unable to be confirmed due to unavailability of imagery and the device was not returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Furthermore, no abnormalities were reported during device unpacking or preparation. Per information received, the native valve was severely calcified. The presence of calcification can make the pathway more challenging as the bav catheter tracks through the anatomy and crosses the native valve, which could potentially lead and contribute to the reported difficulty when attempting to cross the native annulus. As such, available information suggests that patient factors (calcification) may have contributed to the inability to cross native annulus. Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards's device-related bleed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The perceived root cause of the cardiac arrest was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in china, this was a case with a 26mm sapien 3 valve, in aortic position by transfemoral approach. During the procedure, the guide wire successfully crossed the valve. However, it was difficult to cross with the 23mm edwards balloon and the balloon kept sliding into the ventricle because of calcification, the balloon kept sliding into the ventricle because of calcification, the blood pressure dropped sharply, and the heart stopped beating. The first pre-dilation was not successfully completed. CPR was done and medications were given. It was decided to implant a 26mm sapien 3 valve. However, as it was not possible to cross the native aortic valve with the delivery system after several attempts, the delivery system was removed. Once the patient's condition stabilized, a non-edwards balloon was used for pre-dilation again. After successful pre-dilation, a second delivery system was used, which successfully crossed the native aortic valve. The valve was implanted with nominal volume. The procedure was successful. The patient was stable. The perceived root cause of the crossing difficulties was calcification.